Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging to have nose bleeds, asthma and allergies while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging to have nose bleeds, asthma and allergies while using this device.  The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and the manufacturer observed dust like white and black contamination and some tiny gray and black potential hairs or fibers at the air input of the blower box of the device. The manufacturer also observed heat shield was discolored, indicating potential water ingress into the heater plate assembly. The internal aspect of the device was inspected and the manufacturer observed mineral deposit spots on the bottom of the blower motor and inside the blower motor casing, its indicates potential water ingress inside the device; unknown dust-like contamination was observed on top of the blower motor and blower motor seal. The manufacturer observed black contamination, consistent with keratin, at the air outlet of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there is no visible damage or functionality failures of the device and the source of contaminations were external to the device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging to have nose bleeds, asthma and allergies while using this device. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was made other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect- impact code was corrected.